Event description:
It was reported that the patient will have a surgical procedure to revise an artificial urinary sphincter (aus) cuff on (B)(6) 2020 due to unspecified reasons. The patient is currently being treated in a public hospital and no further information is available.